Manufacturer narrative:
Summary of eval: the baseplate and tibial component cannot be evaluated for loosening as they have not been returned for eval but rather retained by the hosp. Add'l MFR info: section f1-10: info requested from the user facility for section f1-10, has been rec'd. Info has been entered by the MFR as rec'd from the user facility.

Event description:
Reporter states, "pt had a pca primary revision knee several years ago and developed recent loosening on the tibial side. Tibial insert and baseplate were explanted and replaced.